Event description:
It was reported that an explant of intraocular lens (iol) occurred from patient's left eye, due to multifocal visual intolerance from dysphotopsia. Incision was enlarged and vitrectomy was performed. A replacement lens was placed. Replacement lens is of a different model and diopter (za9003 diopter 24.5), serial number (B)(4). Suture was not used. No patient complications were reported. Patient was reported to be doing well, post-operatively. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection with the unaided eye showed that one (1) of the haptics was detached and missing. Visual inspection using a microscope at 12x magnification, showed the lens identified as a tecnis multifocal acrylic 1-piece intraocular lens. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment to a non-environmental controlled area. The lens optic was damaged, scratches were present. The damage of the lens and lens haptic were most probably related to the explant of the lens. The condition of the returned lens prohibited further analysis. The visual inspection of the returned sample lens showed lens was incomplete and damaged. The investigation information did not indicate any relationship with the design or manufacturing of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection data shows the lens is within power specification. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.